Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site:3003442380.

Event description:
It was reported that patient experienced hypoglycemia event on 26-mar-2026 and resolved by taking candy bar.